Event description:
The patient reported the pink slide did not move forward, indicating a needle mechanism failure. The patient stated the cannula did insert into the infusion site and also noted the pod was beeping every 10 minutes. The patient¿s blood glucose level was reported to be 12.9 mmol/l (232.3 mg/dl) while wearing the pod on their abdomen for 3 hours. The cannula was visible upon pod removal, and the cannula appeared normal. There was no medical assistance required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.